Event description:
The pt has 2 leads with the same lot number. It was reported the pt's stimulation has been auto-reducing after falling and hitting his head. The pt fully charged his ipg afterwards and changed batteries in programmer without resolution. A sjm representative met with the pt and a lead diagnostic was performed. The pt has a few invalid contacts and stimulation has become positional since the fall. The sjm representative was able to reprogram around the invalid impedances and provide some stimulation coverage but coverage is not as good as it was prior to the pt's fall. The pt has an appointment with the surgeon in the future.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.